Manufacturer narrative:
(B)(4) (B)(4) william cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Hold for jewel 11/13/2017. This additional information was received on 06/03/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2008 via the femoral vein due to bilateral pe. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2009. The plaintiff alleges that the device is unable to be retrieved, that there is penetrating thrombus and recurrent pe after this first filter was placed, and that he could not be operated on after a car accident because of the presence of this filter, and a second filter that was placed on (B)(6) 2009 when the first filter could not be retrieved.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism and difficult to retrieve". Cook will reopen its investigation if further information is received. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, tilt, anxiety. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The patient alleges vena cava perforation and organ perforation. The patient further alleges anxiety. (B)(6) 2019, per a report from computed tomography; ¿findings: ivc filter: there are 2 ivc filter is present. There are 2 ivc filter is present. There are no broken or bent struts. There is no evidence of ivc stenosis. Superior filter: the apex of the superior filter extends into the intrahepatic portion of the ivc. The are multiple struts perforating the wall of the superior filter, as follows: right anterior lateral, 9mm; right posterior-lateral, 16mm within the right renal vein; left lateral, 17mm; left posterior-lateral, 21mm. Inferior filter: the inferior filter is tilted anteriorly, 21 degrees, with the apex touching the wall of the ivc. The apex of the inferior filter is at the level of the renal veins. There are multiple struts perforating the wall of the inferior filter as follows: anterior, 4mm; right posterior-lateral, 5mm, left lateral, 9mm, perforating the wall of the abdominal aorta; left posterior-lateral, 13mm, perforating the periosteum of l3.¿

Manufacturer narrative:
Manufacturer reference #(B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 06/03/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2008 via the femoral vein due to bilateral pe. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2009. The plaintiff alleges that the device is unable to be retrieved, that there is penetrating thrombus and recurrent pe after this first filter was placed, and that he could not be operated on after a car accident because of the presence of this filter, and a second filter that was placed on (B)(6) 2009 when the first filter could not be retrieved.